Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was further reported the revision procedure occurred approximately four years post-implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the operative notes confirms that the patient under revision arthroplasty. Findings include: altr, elevated ion levels, significant trunnionosis, liner and screw removed, grossly loose acetabular component, femur explanted without complications. Additional information does not change root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: part: 00784800200, modular neck k 12/14 neck taper use with +0 heads only, lot: 62302149. Part: 00801803202, femoral head sterile product do not resterilize 12/14 taper, lot: 62334048 part: 00771300900, modular femoral stem press-fit plasma sprayed cementless size 9, lot: 62342956. Part: 00631004832, liner 10 degree elevated rim 32 mm i.d. For use with 48 mm o.d. Shell, lot: 62294081. Part: 00620004822, f/m acet shell 48mmod cluster, lot: 61112414. Part: 00-6250-065-30, trilogy bone scr 6.5x30, lot: 62332468.

Event description:
It was further reported through patient's medical records that the acetabular cup was grossly loose and there was significant trunnionosis. All components were removed and replaced with competitor product.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4. D9. G3. G6. H2. H3. H6: proposed component code: mechanical (g04)- head. H10. Visual examination of the returned product identified dark debris and a circumferential groove pattern is seen on surface of the conical taper of the fem head. The head and neck were submitted for further analysis. Analysis determined a consensus modified goldberg score of 4. A score of 4 corresponds to damage over the majority of the surface with severe corrosion attack and abundant corrosion debris for the head. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - associated products: part: 00784800200 name: modular neck k 12/14 neck taper use with +0 heads only lot: 62302149. Part: 00631004832 name: liner 10 degree elevated rim 32 mm i.d. For use with 48 mm o.d. Part: 00626004822 name: standard liner provisional 22 mm i.d. For use with 48 mm o.d. Part: 00784800200 name: modular neck k 12/14 neck taper use with +0 heads only. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2017-03611.

Event description:
It was reported that a patient underwent a revision surgery approximately 3 years post initial implantation due to elevated metal ion levels and adverse local tissue reaction. Attempts have been made and no further information is available at this time.